Manufacturer narrative:
The patient was scheduled for a revision on (B)(6) 2020, however, per representative, the case has been postponed.

Event description:
Patient unable to get her device to charge. Patient saw doctor on (B)(6) 2020 and had an x-ray performed. It was decided that the patient needed to have a revision. The patient had stage 2 (implant) procedure on (B)(6) 2020.